Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen was bad. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 28 october 2019. Date of this report:: 07 november 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the deep scratch damage prevented the returned touchscreen to respond to touch command. Fault is found on this returned touchscreen.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/27/2019.

Event description:
The customer reported that the touchscreen was bad. There was no patient involvement.